Event description:
This patient was in a mitral clip procedure. A pericardial effusion was noted after the mitral clips were released and pericardiocentesis was performed. During the pericardiocentesis, a micro introducer sheath was inserted, and the physician had a difficult time advancing the guidewire. After attempting to rewire the micro sheath, the micro introducer sheath broke, and the physician was unable to retrieve the sheath from the patient's body. Cvts (cardiovascular and thoracic surgery) was contacted, and the or (operating room) team arrived to cath lab to perform a small pericardial window to retrieve the sheath. The retained piece of sheath was retrieved successfully, and fragments were given to cath lab manager.